Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order did not display at pyxis at the time of verification. A technical support specialist identified the timing mismatch between remote smart service (rss) and es server. The tss ran critical override script and notice the station was on critical override for few minutes, verified patient and order details and communicated findings to the customer. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the order was not displayed during verification. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.